Event description:
Pt underwent a procedure to have the bird's nest filter implanted in 1996. The pt was involved in a motor vehicle accident in 01/2004. The pt entered the hospital complaining of back pain shortly after the accident. X-ray of the pt's spine was taken, revealing a broken strut on one of the filter legs. Pt was not admitted to the hospital.